Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused inappropriate ventricular fibrillation detection and inappropriate anti-tachycardia pacing. The rv lead was explanted and replaced. Patient was stable.